Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, it was observed that there was a significant leak in the valve of the sheath. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.